Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump incorrectly suspended due to sensor glucose versus blood glucose differences. The customer¿s blood glucose level was 186 mg/dl, and the sensor glucose was at 66 mg/dl at the time of the incident. The customer drank juice to treat for the low. On other occasions, the sensor was reading too high, about 100 points off. Troubleshooting was not completed. The customer was recently diagnosed with chronic kidney disease. The customer was hospitalized due to a low that led to seizures, but they were on an older pump and not using sensors. The sensors will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).